Manufacturer narrative:
Per the user guide: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an incomplete bolus alert was received. Customer inadvertently did not deliver a bolus. Blood glucose (bg) was 140 mg/dl and the next day it was approximately 595 mg/dl. Customer lost consciousness and was taken to the hospital. Customer was treated with insulin, fluids and "blood drops". Elevated bg was resolved. Customer had not yet been discharged at the time of the report. Pump system check was performed with tandem technical support and no device issues were identified. Customer suspected a kinked cannula; however, declined to remove it for inspection. Customer related elevated bg to not completing the bolus delivery. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.